Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in performing a pump reset, but the caller was not able to troubleshoot immediately and planned to follow up after obtaining a charger.